Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump event history logs (ehl) were unable to be reviewed due to alarm on blank screen of the device. The pump when powered up alarms with that blank screen of the lcd. The cause of the customer reported problem was an inoperable microprocessor unit board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microprocessor board, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed but nothing displayed on the lcd. The device had scratched lens and a cracked rear case. The event occurred during testing, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.